Manufacturer narrative:
Insulin pump had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or prime/fill anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime anomaly. The customer¿s blood glucose level was 215 mg/dl. Customer states they were unable to exit the "preparing to prime" loop. The customer stated that they did not received second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.